Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed the usm was inspected, but no faults could be identified.

Event description:
It was reported that during a da vinci-assisted hysterectomy malignant surgical procedure, the clinical sales representative (csr) contacted the technical service engineer (tse) for phone assistance regarding a recoverable fault occurring on the universal surgical manipulator 4 (usm4) prior to docking. It is known that surgical port placement is performed before docking the da vinci system to the patient. Prior to tse, being contacted a hard power cycle had been performed with no change to the reported event. The customer elected to disable the usm4 to move forward with the surgical procedure, and did not wish to troubleshoot. Tse reviewed the system logs and found a secondary and primary encoder error on the usm4. It was noted that the customer had several other surgical procedures and may use the other patient side cart to complete the surgical schedule. A second call was made to tse regarding how to unpinch the fiber cable. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 4 and distal setup joint (suj) 4. The system was tested and verified as ready for use. Failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found to be related to the reported event. The distal suj was installed on a golden system in normal mode where error 23103 was triggered on screen and in the logs along with error 23105 thus replicating the event. The unit was then installed on patient fixture test platform (pftp) where it failed wrist encoder tracking tests. Re-gapped the encoder and re-tested it in which all relevant tests passed. As a result of these findings, failure analysis was able to conclude that the wrist zettlex encoder is the root cause. The probable root cause is due to a faulty wrist zettlex encoder in the distal setup joint (dsuj).